Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs with scuff marks on the spacer. There are scratch marks present on the exposed shaft and the black shrink tube near the tip of the device. The cable and suction/saline line has been severed prior to being received for evaluation; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a left hip arthroscopy in the lateral position, the metal plate, which is normally welded onto the tip of the flow 50 wand, detached itself. The piece remains in the patient within the left hip joint. It is unknown whether the piece is planned to be removed in the future. The surgery was significantly delayed as consequence of the alleged malfunction. A back-up device was available to complete the procedure. The patient was not stated to be injured.